Event description:
Patient with a cochlear implant scheduled for MRI unrelated to implant. The patient informed technologist via MRI screening form and verbally of the make and model of the implant. Technologist visited manufacturer's website for MRI safety guidelines for the specific implant. Technologist found an informational page titled "cochlear implants and MRI". Information on this site was misleading and incomplete regarding necessary technical parameters needed to safely scan. Information was general and not specific to make and model of the implant. Throughout the website, the term "removable" is used without clarification that only the external component can be removed without surgery. This lack of clarity suggested that by removing the "removable" external component of the implant the patient was now safe to scan. Upon later investigation by the MRI scientist was able to find the magnetic resonance imaging (MRI) guidelines handbook but at the time of the event the web page visited did not provide a link to this professional resource.